Event description:
It was reported by the customer that a pyxis medstation es system device not detected on bus. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer shut down station for 6 minutes and then conformed no failed drawer. The system functioned as intended after the field service engineer serviced the device.